Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that poor aspiration occurred during a procedure. The surgeon felt that the aspiration was different than usual, though priming and the handpiece test passed without a problem. The problem was solved after replacing the product with another one. There was no harm to the pt. No further info is expected for this case.